Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, noise and oversensing were observed. Additionally, the helix would not fully deploy. The physician chose to replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported noise or oversensing. This lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix, confirming the reported helix extension issues.

Event description:
This report is being filed to provide product investigation results.